Manufacturer narrative:
The reported event was addressed with phone support. The customer informed the tse that the issue did not reoccur after changing the erbe generator setting from level 2 to level 1. The field service engineer (fse) confirmed with the customer that there was no further energy issue after this one occurrence. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the monopolar curved scissors arced when fired (air fire). The customer informed the tse that they decreased the erbe generator power setting from level 2 to level 1, and the issue had not reoccurred. The tse reviewed the system logs and no issues found to report. The customer was unable to continue troubleshooting due to operational commitments. The tse recommended replacing the monopolar curved scissors instrument and called back if issue persisted. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use without anything out of the ordinary observed. There was no damage to the instrument after the arcing. The cannula was inspected prior to use. Arcing was not observed. The customer observed the surgeon using the energy pedal for the monopolar instrument (instrument in surgeons right hand using the right food pedals) but the energy effect was shown with the fenestrated bipolar instrument (instrument in his left hand). The surgeon was cauterizing when the issue event occurred. Monopolar coag was activated when the issue occurred. The instrument was connected properly. The erbe was in use when the issue occurred. Cut and coag were set to 3 on the generator. Fenestrated bipolar was also in use when the arcing occurred. The instrument did not collide with any other instrument or tool during procedure. The fenestrated bipolar instrument was in contact with tissue; however, it was unknown if the monopolar instrument was in contact with the tissue. The instrument did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. No injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. No photos or videos are available for review. No patient demographics were provided.